Event description:
The account alleged when the head down function is used, the foot down will lower also.

Manufacturer narrative:
The facility's maintenance explained that he did have right siderail functions but none on the left siderail. He switched the left and right connections on the main board for the siderails and found the issue followed the connection point on the pcb. When the right was plugged into the left, he had no function. Repairs have not been completed.